Manufacturer narrative:
Device evaluated by MFR?: device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had full vns system explant due to infection. It was unknown where the infection was located, but the generator was said to be migrating in the chest pocket. The device history records of the generator and lead were reviewed, and both devices were sterilized prior to release. No further relevant information has been received to date.

Manufacturer narrative:
Corrected data: the initial report inadvertently did not provide the correct di of the device.